Event description:
It was reported that the pump exhibited "battery failure" and "watchdog" alarms. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "system advisory: battery not working" alarm message. Functional testing involved running the pump through the power up process, checking the battery settings and occlusion testing. The reported issue was duplicated; the battery was not charging. The investigation determined that the battery not operating as intended was the cause of the reported issue. The battery was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.